Event description:
It was reported that an inappropriate shock was reported involving this device. It was noted that this was not the first time inappropriate therapy was seen. A request for device data review was needed. A review of the device data by technical services (ts) discussed a possible sense b node sensing issue. Ts confirmed noise and oversensing and discussed thoroughly testing the appropriate sensing vector as well as performing an x-ray to confirm system integrity. The field representative noted that an x-ray will be performed and sent for review. To date no x-ray was performed. Additional information noted that the system was explanted. During explant no connection was seen and no electrode damage was evident. The system will be returned. No additional adverse patient effects were reported.